Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs ipg was replaced because the patient lost stimulation therapy due to the ipg battery possibly depleting. The replacement procedure was completed without complications and stimulation therapy restored.